Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that it was taking too long for the patient to charge the ins. The patient reported that it took them 2 hours and 45 minutes to charge the ins, and the ins only got up to 80% before the controller battery died. The patient started that it has taken too long to charge since they first started using the ins. The patient stated that they have trouble keeping the recharger against the ins when charging. It was recommended that the patient use adhesive discs. The patient reported that the battery will drain really fast. The patient reported that the battery will be at 70%, and then ¿all of a sudden, it¿s drained.¿ no symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) on (B)(6) 2019 noted that there was no record of a depletion issue in the patient's medical record but follow-up with a manufacturer representative would be performed. Additional information was received f rom the consumer via a manufacturer representative on (B)(6) 2019 reporting that the patient was having trouble charging the implantable neurostimulator (ins). It took hours and the battery drained quickly after charging. The incision site was still too sore/tender to use the belt to hold the recharger in place. The manufacturer representative interrogated the ins and retrained the consumer on how to charge. The charging intervals were normal when coupling was good or excellent. The longest was 0 to 80% in 1.2 hours on good coupling. The patient planned to use 2 sided tape instead of the belt to help with the discomfort. The settings were changed from hd settings to ld settings to help with recharge interval and cycled the stimulation which doubled the time before recharging. It was noted that the patient preferred ld to hd. The issue was resolved and it was confirmed that the ins was functioning normally. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the ins depleting rapidly was that it was set on the program that the patient wouldn't feel the pins and needles and it caused the battery to drain even though it wasn't being used. The rep switched to the other program on (B)(6) 2019. The patient said they tried not to use it too much so they don't have to keep recharging. If not for that, the patient said they would use it all the time. The patient said the charges turned off 5 times while charging, but each time the patient restarted it and it said excellent. It took 55 minutes to go from 50% to 100%. No further complications were reported.